Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was understanding of the patient's low r-wave amplitude which resulted in oversensing of the twave. The subcutaneous implantable cardioverter defibrillator (s-ICD) administered five shocks due to the twave oversensing which resulted in therapy exhaustion within that episode. It was noted that the patient was playing basketball at the time of the episode. Boston scientific technical services (ts) was consulted and suggested an exercise test to see if the s-ICD needed any reprogramming. An exercise test was performed and the s-ICD was reprogrammed. No adverse patient effects were reported.